Event description:
It was reported that the customer found the lead misplaced by staff. The lead failed to retract or deploy. Additional information has been requested but not received.

Manufacturer narrative:
A complete lead was returned in one piece. All tines were intact and undamaged. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.